Event description:
International affiliate reports the valve did not control the patient's intracranial pressure and the device was explanted. The valve was implanted in the beginning of 2003 (exact date unknown) and explanted in 2003.